Manufacturer narrative:
(B)(4) (no conclusion can be drawn assigned based on the limited info provided), (stent deformation and failure to deliver stent).

Event description:
The physician was attempting to implant a 2.25 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in the rca with 80% stenosis. It was reported that resistance was experienced while the physician was advancing and removing the device from the pt. When the stent was removed from the pt, the struts were protruding. No pt injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).